Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure it was noted that the guidewire was unable to be fully loaded and advanced through the left ventricular lead. The lead was replaced and the patient's condition was stable throughout the procedure.

Manufacturer narrative:
Correction: usage of device was incorrectly selected. The damage found was sustained during the surgical procedure. The lead was otherwise normal.